Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware two (2) days post-aquablation procedure of a perforated bladder with the patient, which required to be repaired. The perforation was found to be at the top of the bladder wall and the physician determined not to have been caused by the aquablation procedure. No malfunction of the aquabeam robotic system was reported during this event. Per the manufacturer's instructions for use, bladder perforation is a perioperative risk of the aquablation procedure.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this event and it is currently in use at the user facility. The investigation consisted of review of the information provided, plus a review of the device history record (DHR) and product's labeling. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bladder or prostate capsule perforation the aquabeam robotic system was not returned for investigation of this complaint. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of the aquablation procedure. Based on the event details plus a review of the DHR and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.